Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed all leaflets were in a partially closed position with a gap between the free margins. The leaflets were stiff with signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the delivery system for an extended period of time. Tissue was dry in areas where severe creases and imprints were present. Remnant coagulated host tissue was found on all commissures; appeared intact. The valve was received severely compressed with the outflow exhibiting an elliptical appearance and the inflow exhibiting a reniform appearance. The tissue around the valve skirt appeared dry with signs of imprints. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being in a loaded state inside the delivery system for an unknown duration period of time. There was no evidence of frame kinks or bends after warm saline submersion. Due to the returned condition of the valve, a deployment simulation could not be performed. Conclusion: the device history records and frame records were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this event, the infold was noted on the first deployment. Per the image review, the likely cause of the infold formation appears to be the severely calcified native valve leaflets. Upon review of the size of the pre-balloon dilatation, the image review deemed it to likely have had no effect, and therefore it is reasonable to assume that severe annulus calcification might have caused the first infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 additional codes image review: fluoroscopic images and a computed tomography (CT) image of the pre-procedure planning and implant procedure were provided for review of the event. Patient summary was not provided for anatomical review. Evolut frame infolding can be caused by various unfavorable factors, including inflow crown overlap during loading and excessive cal cification of the leaflets, annulus, and left ventricular outflow tract (lvot) . With the fluoroscopy check showing no significant crown overlap, the likely cause of the infold formation appears to be the severely calcified native valve leaflets. The native annulus' minor axis diameter was reported to be 22.9 millimeter (mm). The implant team used a bard 20 mm non-compliant true balloon for the first pre-balloon dilatation. Since the balloon's nominal diameter was more than 10% smaller than the annulus' minor axis, it likely had no effect. Therefore, it is reasonable to assume that severe annulus calcification might have caused the first infold. According to medtronic¿s best practice recommendations, an infolded evolut valve should not be reused but replaced immediately with a completely new evolut system. The attempt to resheath and redeploy the same valve without further pre-balloon dilatation in the hostile anatomy likely led to another valve infold. After this, the implant team followed medtronic's best practice by replacing the evolut system with a new one. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the infold resulted in a procedural delay of 10 minutes. Per the physician, there were no anatomical issues that contributed to the valve infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012286105); product type: 0195-heart valves; product ID 20 mm true dilation balloon (lot:); product type: dilation balloon; product ID 23 mm true dilation balloon (lot:); product type: dilation balloon; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre implant balloon dilatation was performed with a 20 mm non-medtronic balloon at a minimum diameter of 22.9. Fluoroscopy of the valve showed no relevant crown overlap. During the first implant attempt, infold was observed. A second deployment attempt was made and infolding was observed again. The valve was retrieved from the patient and a new valve was prepared. Fluoroscopy of the new valve showed no crown overlay. Another dilation with a new balloon was performed with a 23 mm non medtronic balloon. The valve was implanted uneventfully. No adverse patient effects were reported.